Event description:
Literature: elfvin a, gothberg g, lonroth h, saalman r, abrahamsson h. Temporary percutaneous and permanent gastric electrical stimulation in children younger than 3 years with chronic vomiting. J pediatr surg. 2011;46(4):655-661. Summary: the authors aim was to investigate whether young children with drug-refractory nausea and vomiting can be treated with gastric electrical stimulation (ges) in a similar way as adults and to evaluate whether temporary percutaneous gastric electrical stimulation (tpges) can be used in the pediatric population to select the patients who are responders to ges treatment. The authors report the clinical results in 3 children between (B)(6) and (B)(6). Custom made leads were percutaneously implanted in the gastric wall under gastroscopic guidance. Symptoms were recorded daily during the tpges stimulation time ((B)(6)). Responders were offered permanent ges treatment. There were no technical problems. All 3 patients were responders to tpges. They are now treated with surgically implanted permanent ges and reported greater than 50% vomiting reduction at last visit. Reportable event: during the temporary percutaneous gastric electrical stimulation period one (B)(6) female patient had a (B)(6) under the bandage after about 10 days. The (B)(6) was treated with (B)(6). At the end of the observation period, the leads were extracted without complications.

Manufacturer narrative:
(B)(4). These leads were custom-made temporary percutaneous trial leads. It was not possible to ascertain device information from the article. At this time, no additional information was available.